Manufacturer narrative:
During inspection and testing, the customer's complaint (worn a-rubber glue seal) was not confirmed. However, the a-rubber was found to be worn. In addition, service found the scope cover was discolored. The bending angle in the "up" direction did not meet specification due to elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information becomes available.

Event description:
The customer reported to olympus that the bending section cover (a-rubber) glue seal of the ultrasonic gastrovideoscope was worn. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the bending section cover and the bending section were broken. This MDR is being submitted to capture the reportable malfunction found during evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, although the bending section cover (a-rubber) was found to be worn, it is not possible to determine the cause of the reported event. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Do not hold the ultrasonic transducer when holding the insertion tube. Do not twist or bend the bending section with your hands. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.